Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 240cc's. There is no other known ill effect to the patient. There is a sample available for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for testing. Failure mode confirmed with returned device. An investigation of the device manufacturing records was conducted by the manufacturer, in addition a batch record review was performed.